Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 18.5 years ago, this (B)(6) y/o male patient experienced a revision with reason not reported and was mentioned in a recently reported event. This is all the information at this time. This event was reported as part of a revision reported in case (B)(4), a search of the complaint system found no match and this case file was opened to capture.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Section(s): no information has been provided: a2, a3, a4, a5, b6, (d4) (catalog number, serial number, UDI number, and exp date), d7, g5, and h4. The following section(s) have additional info: g4, g7, h1, h2, h3, and h7.